Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut down and then would not power on in monitor mode. The device was switched to defib mode and powered on. However, it would not discharge. During subsequent testing the device failed to power on in either mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.